Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Unable to confirm complaint. Most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 130-230mg/dl fasting. Verified the strips expired 11/15/2017. Customer confirms the strips have been properly stored and were first opened 12/5/2015. Reviewed meter memory (B)(6). Memory concerns:187,333,308,266,236mg/dl. Customer believed his meet is inconsistent because its registering higher than his expected range of 130-230. Customer refused to perform a blood test . Customer refused any replacements he preferred a refund instead. I will send out a ran label and packaging for return of meter in question and original receipt. Once product and receipt are returned we will issue a refund for the customer.